Manufacturer narrative:
The customer has been educated on sample quality and white particulate matter on the top layer of tubes. The customer implemented an automatic repeat on troponin results greater than test, and has concluded that they have some intermittent sample quality issues. Qc and calibration were passing and did not indicate a general reagent or instrument issue. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(4). A field service engineer (fse) performed hardware checks that were good and decontaminated the system. The fse verified the sample probe, reagent probe, made sipper probe adjustments, verified and set fluidic rinse levels, and verified the main pump and gear pump adjustments. They performed precision and instrument checks that both passed. The system is operational. The customer stated that the sample appeared okay at the time of processing. After storage, the sample doesn't appear clean and has some floaters. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas e 402 analytical unit. The initial result was 27 pg/ml, and the repeat result was 9.43 pg/ml. With a filtered result of 10.3 pg/ml. Another sample that was drawn at the same time had a result of <6 pg/ml. The initial result was repeated because the physician assistant questioned it after the second sample result of <6 pg/ml. Another repeat result from the original sample, "post spin," was provided of <6 pg/ml, accompanied by a data flag. The repeat result was deemed to be correct.